Manufacturer narrative:
Date of birth not provided. Weight not provided. Last name and email address not provided.

Event description:
Doctor reported that the implant was removed from the patient's mouth due to post operative bleeding.

Manufacturer narrative:
One t3 tapered implant was returned for inspection. The product shows signs of tissue attachment and wear about the threads and collar. The internal drive feature is similarly worn and contains additional debris. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complaint indicates implant removal due to post-operative bleeding 7 days after the procedure. Alleged event is non-verifiable with the information provided. A singular root cause could not be identified. (B)(4).